Event description:
Three attempts were performed to obtain additional information regarding the reported event, but no response was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that the video connector was difficult to attach due to a broken lock lever of the video connector socket. Per the legal manufacturer, the other device defect included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The video connector cable was found difficult to attach, and deformation was found on the programmable input processor connector¿s serial digital interface. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using the evis exera iii video system center, the clip on the cable connector was broken. There was no patient harm associated with this event. The device was returned and evaluated, and the video connector cable was found difficult to attach. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.